Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 140257. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one sample was received for evaluation by our quality team. The sample came in a sealed packaging blister. A visual inspection was performed and the bottom is indented with small marks. The indented marks are not deep enough creating sterility integrity issue. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. However, the symptom is acceptable. Root cause description: these marks are normal from our packaging process and is acceptable and does not represent a sterility integrity risk. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the packaging of the bd luer-lok" tip syringe was damaged and indented with small marks. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I wanted to report an issue with the packaging of 20ml syringes. Noted clear plastic packaging on sterile syringe was intended significantly with small marks that appear to be from manufacturing. These were deep enough to suspect the syringe sterility was compromised. Other syringes were inspected and indents were sometimes seen but usually not as deep as those on the two concerning syringes."